Event description:
The customer reported they were unable to obtain an etco2 reading during a pt event. There was no negative pt impact reported. The customer had another available device to obtain readings.

Manufacturer narrative:
(B)(4). The customer reported they were unable to obtain an etco2 reading during a pt event. There was no negative pt impact reported. The customer had another available device to obtain readings. The device was evaluated by a philips field service engineer. The etco2 module was replaced to resolve the issue. The device passed testing and was returned to the customer.